Event description:
Allegedly the patient was revised due to mom complications: extreme pain in left hip radiating down left leg, limited mobility with left leg and hip, popping sensation and elevated chromium and cobalt levels (left).